Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the exact moment when the injury occurred cannot be identified, therefore, it is possible that the delivery catheter system (dcs) and/or valve could have contributed to the injury. It was reported that due to the patient¿s old age, they did not recover well from the emergency surgery. It was noted that severe atherosclerosis might have contributed to the injury and subsequent death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had severe native aortic valve calcification. At the beginning of the procedure the team had significant difficulty with the left femoral access. This caused bleeding in the left femoral artery before the valve and delivery catheter system (dcs) were introduced into the patient. The bleeding was treated with a covered stent. A 22 fr introducer sheath was inserted with great difficulty, and the team proceeded with the transcatheter aortic valve replacement (tavr). At the point of positioning the valve, the team had difficulties due to the confida guidewire and the patient¿s hypertrophied ventricle. The team decided to change the guidewire to a lunderquist. A high degree of friction was present while pushing and pulling the dcs back and forth with difficulty. After a good implant position was achieved, the valve was implanted. When the team performed angiography to control the result of the procedure, a white line was seen at the area of the sinotubular junction (stj). This was diagnosed as aortic dissection. Transesophageal echocardiogram (tee) showed a clear pericardial effusion, and the team decided to perform a surgical conversion. The patient died one day after tavr. The presumed cause of death was aortic dissection and pericardial effusion. Per the physician, it was most likely that the aortic dissection was caused by the change from confida to lunderquist guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Image review: pre-implant computed tomography (CT) were provided. The annulus perimeter is 82.6 millimeter (mm) and perimeter derived 26.3 suggesting a 34 mm evolut per sizing matrix. Moderate calcification seen in aortic (ao) valve. Calcification seen in ao annulus under non-coronary cusp (ncc) extending into left ventricular outflow tract (lvot). No dissection seen. Annular angulation 52°. Femoral CT contains noise artifact. Regions of narrowing 6.0 mm with possible short segment dissection vs artifact seen in left common iliac (lci). Dissection seen in left femoral artery (lfa). Right femoral vessel occluded at right external iliac (rei). Plaque/thrombus with irregular luminal borders seen in abdominal aorta. Intraprocedural fluoroscopic images were provided for review of the event description. Fluoroscopic images show no signs of vascular bleeding during the initial access angiogram. There is evidence that difficulties were encountered during the guidewire exchanges and the guidewire kinked and folded on itself. The subsequent angiogram shows a possible perforation in the left iliac artery. Evidence shows that a large sheath was used, and it was visibly difficult to advance. The procedure continued. A fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. There is evidence of at least three recaptures during deployment due to suboptimal depth. Each deployment attempt, the valve depth at the left coronary cusp was approximately 0mm. Despite multiple recaptures, there were no obvious signs of an aortic dissection. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. In this case, recapture was warranted so best practices were followed. During the third recapture, the valve dislodged aortic. The valve was fully recaptured and removed from the body. The fluoroscopic images support that the confida guidewire was exchanged to what it appears to be a lunderquist guidewire. There is no evidence, nor was it reported that a new valve was prepped and loaded onto a new delivery catheter system. The IFU states that if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components. The images support that the same valve and delivery catheter system might have been reused. Additionally, there was a visible gap between the capsule and the nose cone seen while advancing the delivery catheter system through the vasculature. The valve was deployed about 3-4 mm below the left coronary cusp. During final deployment, fluoroscopic images show that the valve was completely released from the delivery catheter system while the capsule was still over the paddle attachment. The final angiogram revealed a distinct aortic dissection in the ascending aorta near the sinotubular junction. It was reported that a pericardial effusion was identified on echocardiogram; however, echo images were not provided for review. Access site angiogram shows left access perforation and a subsequent covered stent implantation. It was reported that the procedure was converted to surgery; however, the patient died one day post procedure. As stated in the IFU, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: - death - cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention) - emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty) - vascular access-related complications (for example, dissection, perforation, pain, bleeding, hematoma, pseudoaneurysm, irreversible nerve injury, compartment syndrome, arteriovenous fistula, stenosis) conclusion: the investigation is ongoing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update data: h6 conclusion: unfortunately, it was determined that this lot number (004303341) is not associated with the supplier manufacturer of the confida guidewire. Follow-up attempts for the correct lot number with the customer were unsuccessful. Thus, review of the lot history record for this device could not be performed. However, manufacturing controls are in place to ensure that the devices met specification requirements prior to release from the manufacturing facility. The lot number of the subject delivery catheter system (dcs) is not known, and therefore a device history record (DHR) review could not be performed on the dcs. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Medical safety reviewed the labeled adverse events of left iliac artery bleeding treated with the placement of a stent, aortic dissection with subsequent pericardial effusion treated with a conversion to surgery and death. Based on the information provided, the events of iliac artery access difficulties and bleeding were likely related to the patient anatomy and interaction with the sheath or wires as the difficulty occurred prior to introduction of the delivery system. Positioning difficulties of the valve into the annulus were likely related to patient anatomy and interaction with the guidewire. Therefore, the wire was exchanged. The event of aortic dissection, as reported it was possibly related to the guidewire. However, the valve and or delivery system could have been related to the aortic dissection as valve positioning difficulties and friction moving the delivery system were noted. Images provided for review confirmed the events of an advancement difficulties and a kinked guidewire, valve dislodgement and multiple recaptures, a visible gap between the nosecone and the capsule upon advancement and aortic and iliac artery dissections. Patient anatomy of aortic calcification, severe atherosclerosis, ventricular hypertrophy, as well as advanced age of patient were possible contributing factors. In this event, aortic dissection was noted after exchanging of the guidewire and implantation of the valve. Vascular related complications, such as aortic dissection and patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). The images show that there was a visible gap between the capsule and the nose cone seen while advancing the delivery catheter system through the vasculature. The final angiogram revealed a distinct aortic dissection in the ascending aorta near the sinotubular junction. Access site angiogram shows left access perforation and a subsequent covered stent implantation. It was reported that the procedure was converted to surgery; however, the patient died one day post procedure. The exact moment when the injury occurred cannot be identified. The aortic dissection, as reported was possibly related to the guidewire. However, the valve and or delivery system could have been related to the aortic dissection as valve positioning difficulties and friction moving the delivery system were noted. Images provided for review confirmed the events of advancement difficulties and a kinked guidewire, valve dislodgement and multiple recaptures, a visible gap between the nosecone and the capsule upon advancement and aortic and iliac artery dissections. Effusion is a known effect that can occur after cardiac procedures due to procedural complications. Per the physician, it was most likely that the aortic dissection was caused by the change from confida to lunderquist guidewire. However, it was reported that the exact moment when the injury occurred cannot be identified, therefore, it is possible that the dcs and/or valve could have contributed to the injury. Conversion to surgery occurred, and the patient passed away the next day. It was reported that due to the patient¿s old age, they did not recover well from the emergency surgery. It was noted that severe atherosclerosis might have contributed to the injury and subsequent death. The presumed and most likely cause of death is the aortic dissection and effusion. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient had severe native aortic valve calcification. This indicates that the probable cause of the advancement difficulties was patient anatomy. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that the team had difficulties due to the confida guidewire and the patient¿s hypertrophied ventricle. The team decided to change the confida guidewire to a lunderquist guidewire. The provided images show evidence that difficulties were encountered during the guidewire exchanges and the guidewire kinked and folded on itself. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The images also showed that during the third recapture, the valve dislodged aortic. The valve was fully recaptured and removed from the body. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, the provided images show that during final deployment, the valve was completely released from the delivery catheter system while the capsule was still over the paddle attachment. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. This event does not indicate device misuse or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.